Event description:
It was reported that just implanted an implantable cardioverter defibrillator (ICD) system. It was noted that this ICD exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Possible causes were discussed and then the pocket was irrigated and the shock impedance dropped. At this time, the product remains in service and no adverse patient effects were reported.